Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stenting procedure, deployment difficulties were encountered. The lesion was located in the renal artery. Following successful deployment of the express biliary ld premounted stent, the physician was advancing an unspecified diagnostic catheter to measure the pressure and had difficulty advancing it through the deployed stent. The physician determined that there must be "something hanging from the stent". Therefore, the physician deployed another stent to "buttress whatever was there". Patient status was reported as 'fine'. The physician felt that the deployment of the stent has been successful, and did not feel that there was a malfunction.